Event description:
It was reported that during a vats right upper lobectomy, one side of the staple at the proximal end of the staple line was formed in a beard shape at the 1st firing on the bronchial tube. As the surgery goes, it caught on the surrounding tissue and the wound started opening so that it was cut by scissors. At the 2nd firing, the cut end looked more pressed than usual, did not look it was cut smoothly. Oozing was observed from the staple line. The device was used on the interlobar. It was slightly thin. At the 3rd firing, 4 to 5 staples at the distal end of the staple line were formed in a beard shape. The cut end looked it was not cut smoothly. The device was used on the interlobar where the device was fired at the 2nd firing. At the 4th firing, oozing was observed. The device was used on the interlobar. When leak tests were performed, air leak occurred at the 2nd and 3rd firing. Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was provided: the device did not have any problem like an unexpected sound was heard at the firing. Additional hand suture was performed on where air leak was observed at a leak test. The procedure was not converted to open. The patient¿s condition is stable. Following information was requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.: was there any other issue noted with the staple line other than bleeding/leak (malformed staples, staple line missing staples, etc.)? How was the bleeding/leak controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022. Additional information was requested and the following was received: did the patient require a transfusion? =>no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) =>no. No further information will be provided.